Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection showed no issues were found, the device appears to be in good condition. The distal housing of the transducer was observed complete and with no shattered pieces. The guidewire lumen and tip were in good condition. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The catheter was properly recognized by the imaging system and no connection issues or errors were detected. The catheter flushed normally when the imaging core was fully retracted and fully advanced. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that catheter perforation occurred. A peripheral ivus catheter was selected for as the first catheter had failed to show image. During preparation, it was noted that the wire was poking out the side of the catheter prior to being placed into the patient. Both failed devices were never put into patient. The procedure was completed another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter perforation occurred. A peripheral ivus catheter was selected for use to image a femoral deep vein thrombosis. During preparation, it was noted that the non-bsc wire perforated the side of the peripheral ivus catheter prior to being placed into the patient. The peripheral ivus catheter was not introduced into the patient. The procedure was completed another of the same device. No patient complications were reported.